Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures the s5 roller pump 150. The incident occurred in (B)(6), united kingdom. A livanova field service representative was dispatched to the facility to investigate the device and could not reproduce the reported issue. Internal inspection found dust on the motor control (pcb) board. Functional tests were carried out: device worked properly. The unit will be shipped to livanova deutschland for a further investigation. Meantime, a loan roller pump was supplied to the customer and fitted to s5 console. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that, during a procedure, a s5 roller pump 150, used as arterial one, stopped leading to complete loss of blood flow and blood pressure. Flow was restored after about 10 seconds by resorting to hand cranking, and the pump module rebooted. Once rebooted, the pump was able to resume function after around 30 seconds. It was noted that when hand-cranking was commenced, there was a significant amount of resistance from the motor, which subsided once hand-cranking started. There were no alarms triggered leading up to the failure, and no error codes on the s5 console. No component has been changed on that console, and the set-up of the it and circuit was completed as per usual customer protocols and normal departmental settings. There was no patient injury.

Manufacturer narrative:
H11 the affected roller pump has been returned to manufacturing site. The reported error could not be confirmed. Following technical safety inspection (tsi) completion with positive results and after replacing the power cable, unit was sent back to customer in its expected function. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
H11: complaints database review revealed no further similar events since unit¿s installation. No concerning trend was detected related to this failure mode. Based on available information, the root cause of the reported condition was traced back to an intermittent electrical failure, such as bad/loose connections, a false contact, or oxidation on electronic components that was completely corrected by technician during service activity. No concerning trend was highlighted for reported failure mode. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.